Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that all alarms went off. The board and switches were replaced but the device continues to alarm. Water level was where it needed to be. The event occurred during preventive maintenance. No patient involvement was reported.

Manufacturer narrative:
H3: one device was returned for evaluation in used condition. Visual inspection found the device was in good condition. Functional testing was performed, the membrane switch was found to be defective, and the filter holder assembly was broken. The return tube, membrane switch and float switch were all replaced to address this issue.